Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 01-apr-2025, an ilet user experienced a low blood glucose (bg) event, became unresponsive, and required ems intervention with IV glucose. The user had continued using tresiba despite prior instructions to stop and had taken rapid-acting insulin on (B)(6) 2025. The user was unaware of being low, announced three meals during the episode, and reported memory loss. Education was provided on stopping long-acting insulin, avoiding unadvised injections, and managing lows and meal announcements.